Manufacturer narrative:
H4: the lot was manufactured from september 22, 2022, to september 23, 2022. H10: the device was received for evaluation. A visual inspection with the naked eye was performed which noted fluid inside the housing which suggested a leak. A leak test was performed and a leak was observed coming out at one side of the bladder crimp. The reported condition was verified. The cause of the condition was a manufacturing related issue. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor had fluid leakage from the elastomer. The liquid was partly in the hard plastic shell but was also partly drained. This issue occurred during filling. There was no patient involvement. No additional information is available.